Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens during the same surgery due to a rent in the capsular bag. The patient had loose zonules and an unstable capsular bag, so the surgeon was planning on implanting this 3 piece lens and suturing it into the bag, but due to the capsular rent was unable to do so. The incision was enlarged and upon removal of the lens, the trailing haptic was torn. There was vitreous present and an anterior vitrectomy was performed. The incision was sutured. Another lens was not implanted due to the surgeon wanting to wait until the eye quieten down. The reporter stated it was unknown why the patient had an unstable capsular bag, but did state the event was not lens related, it was patient related. The reporter stated this facility uses a competitors phacoemulsification system.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and the haptic was bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.